Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used for an endoscopic retrograde biliary drainage (erbd) procedure. As the guide catheter was retracted approximately 10 cm, resistance was felt. Upon continuing to pull on the guide catheter it eventually separated into two pieces. The push catheter and the proximal portion of the guide catheter were removed from the pt. Then the stent, the distal portion of the guide catheter, and the suture were retrieved using a snare. The procedure was completed with another flexima biliary stent system, with no reported pt complications. The pt was reported to be in fine condition at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.